Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that while a nurse was administering an injection, the needle detached and temporarily remained in the patient's arm. The nurse reported that the needle was manually removed from the patient's skin. The reporter indicated that no injury to the patient or nurse occurred.